Manufacturer narrative:
Patient information is not available for reporting as there was no patient involvement. Date device started coming apart is unknown. Device is an instrument and is not implanted/explanted. Device history record (DHR) review: part # 311.006; synthes lot # 5603906; supplier lot # 005102; release to warehouse date: 18sep2001; supplier: (B)(4). The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: it was reported that during sterile processing on an unknown date, the screwdriver handle with hex coupling medium was noted to be coming apart. Investigation flow: damage: visual (appearance not as expected): visual inspection: the handle of the device was found to have multiple gouges; however, the device was not broken. The received condition does not agree with the reported condition. The overall device was found to have surface wear which does not impact functionality. Drawing/specification review: the following drawings were reviewed during investigation. The reviewed design drawing was released in 2002. Revisions prior to revision a were not available for review. Dimensional inspection: dimensional inspection is not relevant to the gouged condition. Material/hardness review: the material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. No definitive root cause was able to be determined. It appears that the handle was gouged potentially related to impact or dropping of the device. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one (1) screwdriver handle with hex coupling, medium seemed to come apart on an unknown date. The issue was discovered during sterile processing. The instrument was reported to have been removed from service since. There was no patient involvement reported. This complaint is for one (1) screwdriver handle with hex coupling-medium. This is report 1 of 1 for (B)(4).